Manufacturer narrative:
Further information was requested but not received. Analysis was normal. No anomalies were found.

Event description:
It was reported that the device was explanted due to infection. No further information is available.